Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The soft tip was separated and returned on the stylet. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath/stylet removal resulted in the noted tip separation. As the compromised sds was advanced resistance was met with the mildly tortuous, heavily calcified and 85% stenosed resulting in the reported physical resistance. Manipulation of the device resulted in the reported shaft bend/kink. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex coronary artery that was mildly tortuous, heavily calcified and 85% stenosed. When the xience pro 3 x 23 mm stent delivery system (sds) passed through the lesion, the shaft was bent. There was reported resistance during advancement to the lesion. The sds was withdrawn and a non-abbott stent was deployed to complete the procedure. Post-procedure the lesion was 10% stenosed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the soft tip was separated.